Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not performing the air removal step and overfilling the cartridge. Tandem technical support educated the customer to remove any residual air from the cartridge and cartridge can only hold up to 300 units (3.0 ml) of insulin as per the user guide. Customer continued to use the existing cartridge. There was no adverse impact to the customer¿s blood glucose value.